Event description:
It was reported that the patient presented in the emergency room after a syncopal episode. The physician believed the episode was due to medication and was not device-related. Upon interrogation, episodes of auto-mode switch due to atrial lead noise. The noise was reproducible via isometrics. The patient will continue to be monitored.

Event description:
New information received notes the patient felt shortness of breath and fullness in their abdomen. Upon review, continued noise which caused inappropriate auto-mode switch was noted on the right atrial lead. The lead also exhibited increased impedance and threshold. The lead was explanted and replaced successfully and the patient was stable post procedure.